Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high threshold and no capture. The high voltage portion of the rv lead re mains in use and a new ventricular sense lead was implanted. The patient is enrolled in the observe clinical study. No patient complications have been reported as a result of this event. Vd high stimulation threshold, vd capture failure history: unknown injury: no intervention required: implant of a pacemaker electrode (sense) in vd outcome: event resolved